Event description:
In these versions of the software, the "mlc" leaf positions are correctly represented in the transfer files to the varian shapera program. However, the outline of the beam shape can appear rotated by 180 degrees from the correct position. The problem occurs when the pinnacle3 machine is configured with a "tray faces gantry" angle of 180 degrees. This can lead to an error if the user employs the "autofit" function in the varian shapera software, as this will cause the leaves to comply with the incorrect beam outline.